Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during the end of an open stapled hemorrhoidopexy procedure. The stapler did not cut the tissue. There was patient injury, unclean cutting. The cut line looks wooly. In order to resolve the issue and complete the case, kept an eye on the patient's condition. There was no patient harm. The patient outcome is reported as alive, with injury.